Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the tip of the jaw was broken off and that they were able to locate the broken piece. No medical or surgical intervention was needed. There was no patient injury.